Event description:
It was reported that that patient's communicator displayed a red call doctor (rcd) icon, which indicates a potential issue with their implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) referred the patient to their following physician. A remote interrogation was performed and the right atrial (ra) lead and right ventricular (rv) lead exhibited out-of-range (oor) pacing impedances. The patient's ra and rv leads were non-boston scientific products. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.